Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,6.0,10,mtx,mg (tsvt6b10) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads due to usage. The collar is noted to be fractured at the collar. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 62789340. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62789340) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant at tooth site # 19 fractured and was removed. The patient will have to return to replace the implant.